Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 98 - 120 mg/dl; the customer's expected non-fasting range is 120 - 134 mg/dl. The customer feels well and did not report any symptoms. Customer stated that when he obtained the result of lo, he had gone to the fire department where they checked his blood sugar and obtained a result of 120 mg/dl fasting. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in a cabinet. Customer is using discontinued meter and test strips. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is two days. Customer had three vials of same lot number of test strips. Test strips are not impacted by recall. The meter memory was reviewed for previous test result history (date/time not set): (B)(6)